Manufacturer narrative:
Sections d4, d10, and h3 were updated. The customer¿s strips (two vials lot 43002022) were returned and were tested using retention controls. Test strip lot 41747423 was not returned for investigation. Testing results (qc range = 2.5 ¿ 3.7 inr): vial#00114585 vial#1 qc 1: 3.1 inr qc 2: 3.1 inr qc 3: 3.1 inr. Vial#00115390 vial#2 qc 1: 3.1 inr qc 2: 3.0 inr qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using a stago neoplastine reagent. At 9:40 am the laboratory result was 2.4 inr at approximately 9:40 am the meter result was 3.7 inr. Results obtained on (B)(6) 2020: at 9:40 am the laboratory result was 2.8inr. At 9:48 am the meter result was 3.7inr. Results obtained on (B)(6) 2020: at 8:00 am the laboratory result was 3.8 inr. At 8:35 am the meter result was 5.2 (strip lot unknown). The customer¿s warfarin was withheld for 3 days. The customer¿s therapeutic range is 2.0-3.0 inr.